Event description:
An attempt was made to use a fibernet embolic protection system to treat a patient. After completing the case it was attempted to capture the fibernet; however, it was not possible to turn the dial counter-clockwise to collapse the filter. The physician tried to pull the opened filter into the sheath and the fibernet became caught on the stent. It was finally possible to retract the filter, remove the device and check the patient to see if any debris was left over. No patient complication was reported. The stent was not damaged.

Event description:
Evaluation summary: traces of dried blood and radio opaque solution were detected in the actuator. The device was kinked in several places. An attempt was made to use the actuator with another fibernet device. Strong force was detected closing the lid when the filter was in the "open filter" position. However, when the actuator dial was in position "filter close" no abnormalities were found. The actuator was opened and the components were measured. No dimensional issue was identified. Traces of dried radio opaque solution were detected on the inner components, and they were cleaned before re-assembly. Following re-assembly, it was possible to close the actuator lid without force when the filter was in the "open filter" position.

Manufacturer narrative:
(B)(4): evaluation, results: (based on the information provided no root cause can be determined). Conclusions: operational context contributed to event (dried radiopaque solution).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.